Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic adrenalectomy. According to the reporter: when opening the package, plastic portion covering wire of the articulating shaft at the distal end was removed. The product was not used for a patient. Opened another. Our rep states the outer sleeve of the shaft was seemed to be whittled. There have been no operation of the storage and flexion when handling.

Manufacturer narrative:
(B)(4).